Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
It was reported through the FDA medwatch report (B)(4) that a consumer tried the product because she had a coupon for it and used the product for the first time. The consumer stated that she immediately experienced searing pain once she inserted the contact lens into her eye. She stated it took nearly three minutes before she was able to "pry her eye open" to attempt to remove the lens. Once she was able to remove it, she flushed her eye with water. She stated she experienced extreme redness on her entire eye, swelling, and extreme burning and pain. After the event, she stated she was unable to wear contact lenses. Since the pain did not subside after eight hours, the consumer went to the optometrist. After the examination, she was told she had a chemical burn due to the hydrogen peroxide. It was stated that the chemical burn was so severe that it burned a hole straight through her cornea. The consumer was told that her vision would return to normal in 1-2 weeks. Additional information has been requested but not yet received.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).